Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2017. The patient was found unresponsive and pulseless in the car, and was brought to the implanting center¿s emergency room. The lvad system was properly connected to battery power and each battery had 4 lights illuminated. System controller interrogation in the emergency room revealed that the pump had been off for a long period of time. The device was reported as operating as expected until this event. No additional information was reported.

Manufacturer narrative:
Additional information: the pump was not returned; however, the primary system controller was returned for evaluation. Review of the log file downloaded from the returned system controller confirmed the report of the pump not running for a long period of time; however, a correlation between the device and the patient's outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2017 after approximately 4.5 years of support on vad-53199. Information provided indicated that the patient was found unresponsive and pulseless in car. Upon vad interrogation in the ER, the pump was observed to be off for a long period of time. It was noted that the patient was properly connected to battery power and each battery had 4 lights illuminated. The log file downloaded from the returned system controller contained data on (B)(6) 2017 from 0:50-0:55 and 3:25-3:30 and showed that the pump would not run on any power source. The entire log file showed that the pump speed was 0 rpm with driveline disconnected, low speed hazard, and low flow hazard alarms active. The device was reportedly operating as expected until this event occurred. No prior adverse events or pump-related events were reported for this patient throughout the patient¿s time on vad support. The investigation of the returned system controller revealed that the device was unable to operate a test pump due to a damaged drive circuit component. The account reported that vad-53199 would not be returned for evaluation; therefore, a direct correlation between the pump and the damaged pcb component could not be established. A review of the device history records revealed the pump and system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.